Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device's screen went blank/white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and found the interface to system pcb cable was loose. This was the cause of the reported issue. The interface to system pcb cable was reseated to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device's screen went blank/white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.